Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Final analysis found that the lead insulation was abraded at 48.2 cm to 52.0 cm from the connector pin, caused by friction to another device.

Event description:
It was reported that one month post implant, the patient experienced small shocks in the device pocket. Bipolar impedance decreased from approximately 800 ohms to 400 ohms. Visual inspection of the right ventricular lead revealed damage on the distal portion of the lead. The lead was removed and replaced.